Event description:
It was reported that during a prostate procedure, in order to take down the adhesion, the doctor applied energy around 4-5 seconds on the tissue. After 2-3 seconds, the sound tone has changed to faster pace and he did not advance the knife after that. He found there were some char occur on the jaw, he told the scrub nurse to clean the jaw, when the nurse used a wet gauze to clean it. The whole electrode fell off. The nurse suggested that she did not apply too much force to clean jaw but the jaw was stuck with the gauze and destroyed. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode still attached to the active rod. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.